Manufacturer narrative:
H10: additional manufacturer narrative: updated section h6 (investigation findings, investigation conclusions). Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The root cause of this event cannot be conclusively determined with the available information. The subject device is not available for evaluation as it remain implanted in the patient. However, the calcification observed in this case was likely due to a progression of the patient's underlying valvular disease pathology combined with the patient's other underlying risk factors. The device history record (DHR) could not be reviewed, as the device serial number was not provided. However, the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H10: corrected data: corrected section b5.

Event description:
It was reported that a patient with a 21mm 3300tfxj aortic valve was placed under consideration for a valve-in-valve procedure after an implant duration of six (6) years, seven (7) months due to leaflet calcification. Per the surgeon, the cause of the patient's worsening condition was likely due to damage to his vascular shunt, and the patient passed away before being diagnosed in the surgical department. Further information was not provided by the doctor, such as the details of the damage to the vascular shunt, the patient's medical history or clinical course.

Event description:
It was reported that a patient with a 21mm 3300tfxj aortic valve was placed under consideration for a valve-in-valve procedure after an implant duration of six (6) years, seven (7) months due to leaflet calcification. The patient subsequently passed away due to unknown reason. Per the surgeon, the cause of the patient's worsening condition was likely to be damage to the vascular shunt, but the details were unclear because the patient passed away before being diagnosed in the surgical department. The edwards sales rep commented that the interview with the surgeon gave him the impression that the doctor believed there was no causal relationship between the device and the patient death, but that there was no clear mention of causal relationship by the surgeon. Further information was not provided by the doctor, such as the details of the damage to the vascular shunt, or the patient information, medical history, or clinical course, etc.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.